Manufacturer narrative:
(B)(4). Baxter is in the process of trying to obtain the sample and lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) explained the alarm and assisted in troubleshooting. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.